Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in an 85% stenosed, mildly calcified lesion in the left internal carotid artery with one rx acculink stent. At the end of the case, the patient experienced extreme hypertension which was treated with a nitroglycerin drip and then the patient was transferred to the cardiovascular intensive care unit. During the evening, the patient experienced two seizures which were treated with phenytoin. A stroke code was called; however, the computed tomography was negative. The patient was diagnosed with hyperperfusion syndrome. The patient was discharged to a rehabilitation facility on (B)(6) 2012. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report it was learned that on (B)(6) 2012, a stent occlusion was noted on the ultrasound. The occlusion was confirmed thrombosis, which was not treated. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of neurological deficit dysfunction, hypertension, and seizures are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The reported patient effect of thrombosis is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use.